Event description:
It was reported that a pt underwent a thermal endometrial ablation procedure in 2007. Sudden pressure loss occurred during therapy. Leakage was noted from a pin hole on the catheter. The procedure was successfully completed with a new catheter with no adverse consequences to the pt.

Manufacturer narrative:
Conclusion: the prod upon which this medwatch is based is anticipated. Once the prod is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.